Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, thresholds that had increased to a high range, and short ventricular intervals as seen through the implantable cardioverter defibrillator (ICD). The right atrial (ra) lead was exhibiting high impedance and loss of capture as seen through the ICD. The device demonstrated noise on both channels whenever it was touched or manipulated. Both leads tested normally via the analyzer. The patient denied any blunt force trauma but had shown up at the hospital with a "spontaneous hematoma" a few months prior for which no action was taken. The device was reprogrammed and was subsequently explanted and replaced at which point dents in the device were visible. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the data indicated a right ventricular (rv) lead integrity alert occurred (B)(6) 2016 for increased short ventricular intervals and rv lead impedance variation in the previous 60 days. Analysis of the data indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pacing impedance was greater than 3000 ohms on (B)(6) 2016. Analysis of the data indicated the impedance on the rv pacing lead was beyond the expected upper range. Rv pacing impedance was greater than 3000 ohms on (B)(6) 2016. Analysis of the data indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv capture threshold was noted to be greater than 2.5v. Analysis of the data indicated atrial oversensing due to ffrw (far-field r-waves). Analysis of the data indicated oversensing due to non-physiologic signals/short ventricular intervals. Short ventricular intervals rose to 373 (within 12 days) along with non-sustained high-rate episodes and evidence of oversensing. Analysis of the data indicated cross chamber oversensing associated with the right ventricular lead. The device was returned and analyzed and exhibited broken connector wiring. The reported output failure was due to fractured laser ribbon bonds (lrb) from the hybrid bond pad array to the feedthrough for atrial tip, atrial ring and right ventricular ring. The cause of the fractured lrbs was not determined. However, there was evidence that the device was subjected to blunt trauma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.